Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The clip test was performed multiple times and passed. Additional observation(s) not reported by site: the instrument was found to have corrosion/contamination on the bearings. The grip input disk bearings have oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The medium-large clip applier was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port medium-large clip applier instrument failed to deploy the clip. The user completed the procedure and no known impact or patient consequence was reported.